Event description:
Patient presented with peripheral artery disease, no pre-op angio done, percutaneous case. Access and deployment of a 28-16-120bl bifurcated device and a 34-34-80le proximal extension were uneventful. An angiogram was taken, and the renals showed, however, flow below the renals and the legs was very limited. The patient was converted to open repair. During the open conversion, the physician asked the anesthesiologist to administer another 10,000 units of heparin. At this time, the anesthesiologist stated that there was no heparin initially administered. The patient was immediately given 10,000 units and another 3,000 units of heparin. The aorta was clamped, proximal extension removed, and it was noted to be full of clot. An aorto-bifem was conducted, the main body left in, and a surgical graft sewn in between the main body and the renals. A fogarty catheter was used to pull the clots out in the mid and distal aorta, and in the common iliacs. The patient tolerated the procedure and is doing well. The physician stated that this was not device related; user error.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. No heparin was administered prior to the procedure; user error.